Event description:
Defective buretrol came apart at the drip chamber. This has been an ongoing problem although this lot number is different than others that have already been reported to manufacturer. This buretrol set was retrieved from radiology. The buretrol was tilted up to squirt fluid out of drip chamber and instead fluid squirted out of drip chamber from area where it is attached to buretrol and then came apart rendering it useless on the patient.